Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: part # 110024462 / liner/ lot # 812450; part #010000996/ g7 screw/ lot # 6596542; part #0106010103/ avenirâ® mã¼ller, stem/ lot # 2854319; part # 010000998/ screw/ lot #6833035; part #010000999/ screw/ lot # 637769; part # ep-200146/ acitve articulation insert/ lot# 964730. Report source: (B)(6). The event was previously reported on 0001825034 -2021 -00069 from (B)(4).

Event description:
It was reported that during patient was revised one-month post implantation due infection. The surgeon did a wound debridement and exchanged the head and liner. Attempts have been made and additional information on the reported event is unavailable at this time.